Event description:
It was reported that it was difficult to remove the stent delivery system from the deployed stent. After many attempts, the delivery system was removed, leaving the stent in the patient's artery, however, the artery had become seriously damaged. The pt was sent to cardiosurgery, and is recovering from the surgery in intensive care.